Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. The reported patient effect of renal failure is listed in the instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported patient effects could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The clips remains in the patient. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report serious injury. It was reported through a research article one clip was implanted to treat mitral regurgitation and two clips were implanted in the tricuspid valve. Approximately one year later, the patient had reduced kidney function and ventricular fibrillation, requiring an implantable cardioverter defibrillator (ICD). Five months post ICD implantation the patient developed a generator pocket infection (staphylococcus aureus) with cutaneous perforation. The ICD was explanted a new conventional ICD was implanted. The infection and cutaneous perforation is related to the ICD and not the mitraclip devices. Details are listed in the article, titled "defibrillator therapy in patients with tricuspid valve clips: which device to choose?" Please see article for additional information.